Manufacturer narrative:
(B)(4)

Event description:
It was reported noise was observed on the atrial channel and monitored for two years due to myopotential oversensing. The noise events led to auto mode switching episodes. No programming changes had been made. The patient condition is stable.